Event description:
Received a report from a consumer's mother informing us that her daughter had been hospitalized, diagnosed and treated for toxic shock syndrome (tss) in 2007. Reporter indicated her daughter had been released from the hospital to recuperate at home.

Manufacturer narrative:
We have requested and await more information from the reporter regarding her daughter's experience; the return of product for evaluation, and date code information for investigation.